Event description:
It was reported that during a carotid stenting procedure, a stent migration occurred. The 80% stenotic lesion was located in the proximal right internal carotid artery (ica). The lesion was 15mm in length with a 5.5mm diameter. Access to the artery was obtained via a femoral vascular access. An 8f jr4 guide catheter and filterwire were used. The physician did not predilate the lesion. Resistance was encountered during insertion of the 10x24mm carotid wallstent monorail stent delivery system (sds). The physician positioned the sds "about 1.5cm beyond boundary of cover length," and deployed the stent. Upon withdrawal of the sds, it was noted that the "stent position was move down a little by delivery system" . It was also noted that the distal end of the stent did not fully deploy. Subsequently, the physician post dilated the stent. After post dilatation, the stent was positioned on the edge of the lesion. Therefore, an 8x21mm carotid wallstent was deployed and used to overlap the 10 x 24 carotid wallstent by 1cm. The stent final result was well positioned and apposed. The procedure was completed with another MFR's device. No pt injuries or complications were reported. Pt status is listed as "stable".

Manufacturer narrative:
The stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.